Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to inform that when the erbe device was switched on, the following message appeared : activation has been canceled due to an error (c-33) and error m-02, together with the fault the monopolar function did not work. Even restarting it several times and changing the instrument cable did not work. The tse asked the csr to disconnect the erbe and the system, remove the power cable, remove the monopolar cables, bipolar cables and the neutral plate, wait for a minute and reconnect the erbe and the system again. However, the error was still present, so the solution was to replace the erbe. The csr also reported that the monopolar and bipolar cables had been replaced, but the error was still present. The customer used an auxiliary device to continue using the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: ports were not placed in the patient prior to the issue being identified. The problem was identified when the energy plate was placed on the patient, when it was observed that the monopolar was not responding. It was immediately replaced with third-party equipment. When switched on, the system (erbe) displayed the error message reported, and continued to do so after restarting it. It was only when the power card cable was inserted that it was possible to see that it was not working. The error message appears every time the system (erbe) is switched on.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Based on the field evaluation, the reported event was reproducible however, the system was out of contract hence no replacement was performed. The complaint was confirmed based on the log analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 25913: erbe error: c-33 - high frequency (hf) voltage measurement value too high in on state. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.